Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
One dpt pressure tubing was received for evaluation. The reported event of foreign object found in the tubing was confirmed. An unknown dark particulate, about 5mm in length, was found attached to the inner wall of distal pressure tubing at 60 cm from the female connector. The pressure tubing was flushed continuously for 5 minutes but the unknown material stayed inside during the continuous flushing. No other particulates found on filter paper. The findings were aligned to the provided image by the customer. The material is sent for further analysis. A device history record review was completed and documented that device met all specifications upon distribution. It is common clinical practice to inspect all products before usage. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. The noted particulate was not able to be flushed out during 5 minutes of continuous flushing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that right after opening the package of this disposable pressure transducer, there was contamination in the extension tube. There is no patient involvement. The product was available for evaluation.

Manufacturer narrative:
Based in the result of this complaint investigation, the main cause for the dark particle is pvc material found inside the high pressure tubing. This type of material is the same as the high pressure tubing; therefore, the root cause was attributed to defective material from the supplier. The supplier was notified of the evaluation.

Manufacturer narrative:
Additional investigation concluded that ir spectrum of the unknown dark material and pressure tubing both showed similar absorption characteristics of a pvc like material and it is part of the manufacturing process.